Event description:
A customer reported that an ophthalmic suture was not sharp enough for proper use during pterygium surgery. The procedure was completed using another lot, and there was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).